Manufacturer narrative:
As stated by the instructions for use, error 2 is signaled by the pump in case of irregularity in the security system, while error 3 is due to irregularity in the motor circuit. The service found out that these errors were due to an electronic component failure, which was replaced by the service. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,); submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump displayed error 2 error 3.